Event description:
I elected to get smile surgery to correct my vision that was 20/20 with standard contact lenses or glasses. The initial recovery in the days and weeks following the procedure were fine. However, I continue to have blurriness, halos, and starburst effects from lights (e.g. Headlights when driving) that reduce the quality of my vision in dim or dark conditions. This has led me to regret having the surgery because while daytime vision is great without contacts or glasses, before/during sunrise and during/after sunset my vision is not as clear and light glare makes it tough to see. The options provided to help (bromidine tartrate and pilocarpine drops) by constricting my pupils are problematic due to side effects. For example, the former caused fatigue, blurry day vision the next day, and irritation/burning sensations. I do not want to use the latter option because it has a risk for retinal tear that to me is unacceptably high for a young patient to use for the rest of my life. Plus, both last multiple hours and cannot be easily reversed once administered and neither are useful in the morning because by the time they begin working after application the sun it coming up and my pupils would be constricted despite bright daylight. My remaining options for advanced corrective lens (icl or wavefront guided glasses) both are time consuming, very expensive, and undo the exact issue I elected the surgery for - to stop relying on carrying/using/rechecked rx for corrective vision products. All of this has caused a great deal of anxiety, regret, and a bit of frustration. I was recently told by the surgeon that my pupils were very large and that is what is causing my issues but I don't understand why that risk was not made as apparent to me pre surgery. If I had known I was at a high risk for vision issues and that they'd be severe I would have not elected for surgery.